Event description:
It was reported that the patient went to the emergency room on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 due to unknown low blood glucose levels. At the time of these trips to the hospital, she was unable to use her meter due to unknown error messages. Blood glucose levels or type of treatment she received at the hospital are not known.